Event description:
It was reported that the pump touch screen was unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level reported. The device is scheduled to be returned for further inspection, and a replacement pump has already been provided.